Event description:
Caller reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the issue, the customer intended to administer a bolus, but the pump malfunction prevented this action. Technical support provided the customer with instructions on resetting the pump, and after the reset, the malfunction did not recur. There was no need for third-party assistance, and the customer was advised to continue using the pump and to contact technical support if any further issues occurred.